Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and booted up. Functional testing was performed and there was no failure detected related to the complaint. The data log was reviewed and no errors were observed. The receiver case was opened for further evaluation. A visual interior inspection was performed and found that the moisture detection sticker was activated. The reported event of screen display frozen was confirmed. The root cause was determined to be moisture damage.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver display screen became frozen. No additional event or patient information is available. No data was provided for evaluation. The reported event of the receiver display screen became frozen could not be confirmed. A root cause cannot be determined. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete. Labeling indicates: the receiver is not water resistant; do not get the receiver wet at any time.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and booted up. Functional testing was performed and there was no failure detected related to the complaint. The data log was reviewed and no errors were observed. The receiver case was opened for further evaluation. A visual interior inspection was performed and found that the moisture detection sticker was activated. The complaint confirmation was unable to be determined for the reported event of screen display frozen. The root cause was determined to be moisture damage.